Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The log file spanned approximately 18 days (B)(6) 2022 to (B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 03:45 due to rsoc and bus voltage diminishing to 3.3v with a loss of ac power while connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved after connecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's waveforms were analyzed for a no external power alarm. The log files captured a no external power event on (B)(6) 2022, caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.